Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that when her meter was displaying three dashes (---) after inserting the test strip instead of displaying the code number. The pt stated that she exercised after testing. She also visited her physician, who tested her blood sugar. No treatment was reported. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. The meter is being replaced for the pt.